Manufacturer narrative:
This supplemental report is being submitted to withdraw MFR report #. Olympus medical systems corp. (Omsc) confirmed that there was no MDR reportable malfunction or adverse event.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was not duplicated. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified procedure using the subject device, it was found that the unspecified communication error occurred on the subject device. The user replaced the subject device to another similar device to complete the procedure. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.